Event description:
Surgeon found metal particle in iris post-op, after patient started complaining of mild eye ache. A low grade post-operative iritis was also diagnosed. Due to persistent nature of inflammation, metal particle was removed in a second operation. Inflammation has subsided.